Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during at the fourth firing, the reload was attached to the handle but the firing could not be performed. Pre-fire is suspected. The procedure was completed with another device. There was no patient injury.